Event description:
It was reported that a poly swap took place. No metal was removed from the implant. Tibia and talar implant both stable and intact and also cystic changes in the talus, fibula and talus. Weight bearing x-rays shoed the patient's ankle was tipped into varus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device retained by facility.